Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated due to the air base being too high. The air-in-line printed circuit board was recalibrated and verified to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when the event occurred; however, this problem was identified in the "medical surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.